Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact, and the pull wire was in its initial position inside the pusher assembly distal detachment tip. If the pod coil is retracted against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire causing the embolization coil to detach. The reported mildly tortuous and mildly calcified patient¿s anatomy may have contributed to resistance during the procedure. Further evaluation revealed kinks throughout the pusher assembly. This damage is incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, while advancing the pod coil in the microcatheter, the pod coil became stuck at the distal end of the microcatheter. When the physician attempted to retract the pod coil, the physician observed under fluoroscopy that the pod coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the pod coil was removed from the patient, and the pod coil was subsequently removed from the microcatheter on the back table. The procedure was completed using a new pod coil, pod packing coil (packing coil), and the same microcatheter. There was no report of an adverse effect to the patient.